Event description:
It was reported via repair work order that the siderail will not lock in the up position as the result of a missing latch lever spring. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.